Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 345 (thermistor disparity) was reproduced. A review of event history log revealed multiple occurrences of the reported symptom. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.